Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 - 39 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer's coworkers brought them soda and carbohydrates to consume to address their bg level. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.